Event description:
Customer reports patient hospitalized for non-specified reason and treated with fresh frozen plasma due to discrepant protime results to ref lab. Customer unable to provide patient outcome following adverse event.

Manufacturer narrative:
Manufacturer evaluation / investigation currently in progress.